Manufacturer narrative:
The device is not available for return; therefore, a technical product analysis of the device could not be completed.

Event description:
It was reported that the patient underwent an ipg replacement for an unknown reason.

Event description:
It was reported that the patient underwent an ipg replacement for an unknown reason. Physician request for device to be reprogrammed. Additional information was received that the reason for the ipg swap was that the patient had to charge the ipg frequently due to the use of high rate programs. It was also reported that the patient was getting inadequate pain relief. The patient was doing well postoperatively and was reprogrammed. The explanted ipg will not be returned.